Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (5 mg/ml at 1 mg/day) via an implantable infusion pump. It was reported that the rep arrived to a routine pump replacement surgery and when the pump was interrogate a stall was noted. It was noted that the patient experienced a sudden loss of therapy. The pump was replaced and the issue was resolved. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the motor stall occurred on (B)(6) 2019 and exceeded 48 hours; a stall also occurred on (B)(6) 2019. The cause of the stall was not determined. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis found residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.